Event description:
I use the medtronic minimed 760g system. I recently switched to the instinct sensor made by abbott that is integrated with the medtronic minimed 760g system. The instinct sensor is to be used for 15 days. For at least the first 3 days after placing the sensor, the sensor consistently gives incorrect readings leading of both too high and too low to incorrect insulin dosing. I am constantly having to use external blood sugar monitoring to validate readings. This is a very dangerous situation that could lead to hyper or hypo glycemia which could result in serious adverse health events. The readings are especially off at night, at a time when hypoglycemia is especially dangerous. When I call medtronic, they say it is abbott's fault. When I call abbott, they say it is medtronic's fault. There is no accountability for this dangerous situation and no resolution. Patient:1912;1905. Device:1535; 2459; 2460; 2919; 3023. Ref report: mw5181982.